Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. A crack in the luer (hub) was confirmed that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and an internal investigation was initiated to address this issue. The investigation is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC used for intubation medication administration. At beginning of or, anesthetist notified rn that PICC leaking at clave (inside part). Insertion date: 14 december (in situ 19 days) intervention: PICC clamped, stopped infusion, piv inserted, blood culture and cbc blood drawn.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.